Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) USA, alleging the onetouch ultramini meter has an incorrect unit of measurement issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient allegedly had the incorrect unit of measurement issue on (B)(6) 2014. It was noted that the patient received the subject meter in a different country with the unit of measurement as mmol/l. During the time of concern, the patient was getting reading like ¿6.2, 4.8 mmol/l¿¿ subsequently, the patient was tested on an emergency medical service device at ¿44 mg/dl¿ and required treatment with food and/or drink. There were no reported symptoms associated with the incident. During troubleshooting, the patient indicated that she was aware of the incorrect unit of measurement. This complaint is being reported because the patient required hcp medical intervention for hypoglycemia while she used the lfs product to manage her diabetes.

Manufacturer narrative:
The patient¿s meter has been returned and evaluated by lifescan product analysis on 2/24/2014 and 2/26/2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have incorrect unit of measurement and is unable to change to mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.